Event description:
Physician was attempting to treat a lesion in the transbrachial vein using pacific xtreme device. It was reported that the lesion exhibited 90% prior to pre dilation. The lesion was pre dilated with a 4 x 20mm balloon and 50% stenosis remained post pre dilatation. The physician advanced device to the target lesion but balloon could not inflate; a leak on the device was noted (contrast medium was seen leaking at the proximal balloon end). During removal of the catheter from the patient the balloon detaches from the shaft. Balloon and wire had to be surgically removed (excision) by skin incision on forearm. There was no resistance, guide wire or guide catheter friction noted at time of usage. There were no other patient injury or other sequelae reported for this event.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Unapproved used of device (device indicated for use in the femoral, popliteal and infra-popliteal arteries). (No device received for evaluation). No results available since no evaluation was performed (no device returned for evaluation). Evaluation conclusion: off-label, unapproved, or contraindicated use (device indicated for use in the femoral, popliteal and infra-popliteal arteries). (Based on the information available no root cause can be determined). Unable to confirm complaint (no device returned for evaluation). (B)(4).

Manufacturer narrative:
Patient condition affected effectiveness of the device (patient lesion morphology). Related to operational context (event most likely procedural related). Deformation. Device failure/lack of effectiveness related to patient condition device (patient lesion morphology). Operational context contributed to event (event most likely procedural related).

Event description:
The device used in the event was a pacific plus and not a pacific xtreme as previously reported. Evaluation summary: the returned device was visually inspected prior to decontamination. The catheter was broken and parts detached. The detached balloon and guidewire tube were returned for analysis. The balloon was full of hardened blood. The balloon was corrugated in the proximal part and partially inflated in the distal part. The hardened blood in the balloon was cleaned and a damaged (rupture) was found in the proximal part of the balloon. Cine image review: cine images were also provided for review. Cine images were reviewed but only showed angio images of the vessels and the stenosis (before and after dilatation). There were no images in relation to the device usage during the procedure.